Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation a definitive root cause could not be established and the foreign material could not be identified. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an air and water supply blockage. The issue occurred during preparation for use. A diagnostic colonoscopy procedure was performed. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1- (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.